Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: portable concentrators. Controls, switch/button broken. Returned unrepaired est declined. Complaint of "unit has a broken display" was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation. Product was returned for evaluation. The return fields in oracle state: portable concentrators. Controls, switch/button broken. Returned unrepaired est declined. Complaint of "unit has a broken display" was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: portable concentrators. Controls, switch/button broken. Returned unrepaired est declined. Dealer is stating that the unit has a broken display.

Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Dealer is stating that the unit has a broken display.